Event description:
Patient care representative contacted dexcom technical support on (B)(6) 2014, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2014. The patient care representative did not report injury or medical intervention.

Manufacturer narrative:
(B)(4).